Event description:
During a gastric bypass, the surgeon fired the atw 45 and 2 rows of staples placed, but no knife advanced. The surgeon requested a new device which also mis-fired. The surgeon requested a different device all together - autosuture system - and this was used to complete the gastric anastomosis.